Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device displayed a red x in the rfu indicator coinciding with an audible chirp. There was no patient involvement.

Event description:
It was reported to philips that the device displayed a red x in the rfu indicator coinciding with an audible chirp. There was no patient involvement.

Manufacturer narrative:
The customer requested that the device be returned for bench repair. The device was received by the bench repair service on 06-apr-2021. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty therapy switch. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the therapy switch. Fco86100212a was provided to the customer to inform them that a therapy switch can be ordered and replaced by an authorized fse in the case of a component failure. The therapy switch was replaced and the device was deemed fit for use. Following the repair, the unit was returned to the customer to be placed back into service. There is no indication of a systemic problem. No further investigation or action is warranted.